Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer was outside in the cold when an unspecified malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 130 mg/dl.